Event description:
Hlth care professional at ctr reports the pt gained 20 pounds during treatment using the 550 hemodialysis device. The hlth care professional reports she turned off the ultrafiltrate controller during the treatment using an f80 dialyzer. Hlth care professional reports the pt complained of shortness of breath. Two add'l dialysis treatments were performed. Hlth care professional reports no medical intervention was needed.